Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 20th january 2010 and performed to specification up to the 27th april 2014. The device failed several self-tests due to a low battery between the 4th-18th may 2014. An increase in voltage suggests a further pad-pak was installed on the 19th may 2014. Multiple manual power ups of 10 minutes duration were recorded between the 10th-29th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.